Event description:
(B)(4). Same patient as MDR ID#s: 2134265-2012-05011, 2134265-2012-05012. It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). The patient presented due to stable angina (ccs classification unknown) and was referred for cardiac catheterization. The 1st target lesion was located in the proximal left anterior descending artery (prox lad) and extending into the mid lad with 95% stenosis and was 45mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of two overlapping 2.50x32mm and 2.50x20mm promus element stents, with 0 % residual stenosis following post-dilation. The 2nd target lesion was located in the proximal left circumflex (prox lcx) with 75% stenosis and was 5mm long with a reference vessel diameter of 3.4mm. The physician treated the lesion with direct placement of a 3.50x8mm promus element stents, with 0 % residual stenosis. On the same day of the index procedure, the patient had elevated troponin values. ECG was performed suggestive of a mi. The type of mi was unknown as there was no baseline ECG available. The patient did not experience ischemic symptoms. No other action was taken to treat this event. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).